Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported device issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported device issue was due to a failure of an integrated circuit chip, designator u29. The ic chip, u29 shorted out the 5 volt power supply which led to the reported failure to charge defibrillation energy.

Event description:
The customer initially reported that their device would not pass the user test. Later it was observed that the device would not charge defibrillation energy in addition to the user test failing. There was no patient use associated with the reported failure.